Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. The contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the contrast key contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.